Event description:
When stent deployed to proximal lad and attempted to deploy 3rd stent medtronic resolute des 2.25 x 14 to ostial diagonal #1. Stent would not cross lesion and when removing the stent the physician and rt-r realized the stent was no longer on the balloon platform. Fluoro implemented and visualization and location of stent discovered in proximal lad. Physician implemented microsnare kit and retrieved undeployed stent with snare without difficulty. Lad ivus performed for vessel and stent evaluation. Followed with ptca to lad to ensure stent and struts are well opposed to lad vessel wall. Post lad ivus evaluation and angiography complete.